Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
This pi is for the patient's second revision. It was reported through the stryker facebook page, "I¿ve had 3 knee replacements on same knee. Stryker. I¿m still in constant pain. See my orthopedic next week. Sure hope I¿m not bound for another surgery."